Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a blank screen and a crack on the back. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue or discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. Case type = ngp. The customer returned the pump for an alleged blank display and there is a crack on the back of the pump found on (B)(6) 2023. The pump powered up after battery installation. No blank display was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred. The main error log and pump detailed trace reveal on (B)(6) 2023 at 07:35:10 there were three (3) consecutive critical error handling pump error 63 [line number 147 file number 2017 variable 15 (0f)] alarms occurred and on the third consecutive alarm that was triggered caused the critical pump error (open book image) alarm. Pump error 63 alarm is due to a problem with the twi interface or with the ad5161 chip. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The force sensor zero offset is within specification (22.7 mv). Critical pump error (open book) alarm and pump error 63 alarm were caused by the twi (two wire interface) due to moisture damage on the electronic assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, serial number label faded, stained keypad overlay, and pillowing keypad overlay. Blank display is not confirmed. Critical pump error (open book) and pump error 63 alarms are confirmed due to moisture damage on the electronics. Cracked battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.